Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a user burn occurred during testing of the device prior to a procedure. Staff was placing a grounding pad on the patient and plugged it into the generator. When plugging a white cautery monopolar cord into the blue circle bovie adaptor, the staff member felt a shock. The generator was removed and a new cord was opened. The issue resulted in a burn with open skin on the left thumb. User report shows that no intervention was required to prevent permanent impairment or damage. There was also no injury to the patient.

Manufacturer narrative:
Correction: evaluation summary: one device was received for evaluation. A potentially contributing device issue could not be confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.